Event description:
On (B)(6) 2016: (deployment of relay plus) 10:00 a.m. During device selection prior to the procedure, the size 42-150-38 of relay plus was determined to be used although the model one size smaller was also considered. A tevar procedure started for aortic arch aneurysm. The relay plus 42-150-38 in question (sn: (B)(4)) was deployed in zone 2. The proximal end of the stent graft was successfully placed at the planned site; however, the distal end was placed on the more proximal side than expected because of the aneurysm and the tortuosity of the aorta. As the length of the distal landing zone was only approximately 2 cm, another relay plus 42-150-38 (sn: (B)(4)) was additionally deployed on the more distal side to cover the shortness of the distal landing zone. After touch-up was performed and it was confirmed that no endo-leak was shown on angiography, the deployment procedure was done. Note: during the procedure, the left subclavian artery was occluded with avp ii (B)(4). (After deployment) 12:30 p.m. While the right femoral artery was being sutured, decrease of the blood pressure was confirmed from the carotid artery and right femoral artery, and then the patient entered a state of shock. After heart massage, percutaneous cardiopulmonary support (pcps), and a heart-lung machine were applied, a surgery was started. At this point, around 30 minutes had passed since the occurrence of the shock state. Since the cause of the shock state was considered to be ascending aortic dissection, j graft open stent graft (japan lifeline co., ltd.) Was urgently prepared. Upon opening of the chest, a rupture was found near the lesser curvature side of the bare stent of the first relay plus. As blood had pooled inside the pericardium, the cause of the shock state was determined to be the rupture, which was considered to have immediately followed the occurrence of a dissection. After a total aortic arch replacement was performed with the above mentioned stent graft, the procedure was done. On (B)(6) 2016: the patient was weaned off pcps while in ICU. [Surgeon's comments]: the cause of the dissection is unknown. Although the patient had no history of aortic dissection, the patient is of an advanced age (B)(6) and the ascending aorta had been enlarged. Much more care should have been taken in touching up the stent graft. Considering that the relay plus in question was deployed in a good form and no endo-leak was found, no device issue is suspected.